Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the clinical investigator on 03-nov-2021: this report is associated with MFR report numbers: 3005168196-2021-02309; 3005168196-2021-02310; 3005168196-2021-02311; 3005168196-2021-02312; 3005168196-2021-02313; 3005168196-2021-02314; 3005168196-2021-02316. H3 other text: placeholder.

Event description:
Additional information received on 03-nov-2021 indicated that the ischemic stroke was adjudicated by the clinical investigator to be unrelated to the smart coils and related to the index procedure.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra smart coil system include, but are not limited to, aneurysm rupture, emboli, embolic stroke and other cerebral ischemic events, neurological deficits including stroke, ischemia, including death. Therefore, it was determined that the reported adverse event was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-02309, 3005168196-2021-02310, 3005168196-2021-02311, 3005168196-2021-02312, 3005168196-2021-02313, 3005168196-2021-02314, 3005168196-2021-02316.

Event description:
On (B)(6) 2021, the patient underwent a coil embolization procedure in the internal carotid artery (ica) and posterior communicating artery (pcom) using penumbra smart coils (smart coils) and a benchmark 6f 071 delivery catheter (benchmark) without any procedural complications or device malfunctions. On (B)(6) 2021, a computed tomography (CT) scan was taken and an ischemic stroke in the ipsilateral m4 segment of the middle cerebral artery (mca) was noted. Subsequently, the patient¿s blood pressure was monitored. The patient was also administered mild heparin and no progression of the stroke was observed. The patient was in stable condition, intubated and on analgesics. The event was considered resolved the same day with clinical sequelae. On (B)(6) 2021, information was received indicating that the ischemic stroke was unrelated to the smart coils and probably related to the index procedure. On (B)(6) 2021, additional information was received indicating that the ischemic stroke was possibly related to the smart coils.